Event description:
The facility representative reported a colleague infusion pump with a main display problem. This condition was found prior to use, but it was not reported in which care area the condition was found. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement or medical intervention; however, no patient injury was reported to have occurred. No additional information is available. The user interface module software version is unknown at this time

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was never returned to baxter. Therefore, no information is available regarding assignable cause or actions taken in order to correct the reported problem.